Event description:
It was reported that this left ventricular (lv) lead showed failure to capture on the presenting electrogram (egm). The lv deflection appears intermittently quite after the lv pacing and the right ventricular pacing occurred. An lv lead threshold testing in clinic was recommended. The lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).